Manufacturer narrative:
Patient information is not a available.

Event description:
This is being reported due to the report of smoke at the power cord. No patient harm was reported.

Manufacturer narrative:
The customer returned power cord had a power plug that was partially melted due to excessive heat stemming from a bad electrical connection. The precise root cause could not be determined because the prongs of the connector had not been returned for investigation.